Event description:
A revision surgery was performed on the patient for a poly exchange. The tip of the post on the articular insert was broken off. No delay or injury reported. A back up device was available.

Manufacturer narrative:
The associated device was returned and evaluated. The lab analysis concluded that the device had abrasive wear and plastic deformation of the tibial post. The proximal portion of the tibial post was also missing (broken away). The posterior surface of the insert showed signs of abrasive wear. The articulating surface of the insert showed signs of wear, gouging, and scratches. The non-articulating surface showed striations and scratching. The scratching could have possibly occurred while explanting the insert. The causes of the post fracture and gouging on the tibial insert could not be determined from the investigation of the device. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The clinical /medical concluded that this case reports a revision surgery was performed on the patient for a poly exchange. No supporting clinical documents were provided for review. Per product evaluation the causes of the post fracture and gouging on the tibial insert could not be determined from the investigation of the device. Based on insufficient information, no further clinical assessment can be performed. Should additional information be provided, the clinical/medical investigation can be re-evaluated at that time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.